Event description:
It was reported that prior to patient use, an endobronchial tube cuff could not be deflated. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The sample was returned for investigation. An inflation deflation test was performed. Both cuffs inflated and deflated without issues. The reported defect could not be detected on the returned sample. All bronchocath products undergo inflation deflation testing prior to release from the manufacturing facility. At this stage an defects are removed from the lot.

Manufacturer narrative:
(B)(4).